Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation; however, images were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement via the left internal jugular vein, the patient experienced swelling around the subcutaneous tunnel and CT revealed catheter damage. It was further reported that the port system was removed without complication. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation and two medical images were provided for review. Functional, gross visual and microscopic visual evaluations were performed. Based on the medical image review, the reported issue cannot be confirmed from the provided medical image as both the images are not diagnostic to evaluate the left internal jugular powerport MRI hub or catheter tubing. However, the investigation is confirmed for the reported catheter fracture issue, and the identified wear problem and deformation due to compressive stress issues as a partial circumferential break was noted approximately 9.4 cm from the distal end of the cath-lock. The edges of the partial circumferential break were jagged and the break surface appeared rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had a powerport MRI isp implanted via the left internal jugular vein the patient experienced swelling around the subcutaneous tunnel and computed tomography revealed catheter damage. It was further reported that the port system was removed without complication. Patient current status is unknown.